Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's lead was damaged. It was noted that the lead stretched. The patient had an early lead pull.

Manufacturer narrative:
Correction to the f/u #1 in field.

Event description:
A report was received that the patient's lead was damaged. It was noted that the lead stretched. The patient had an early lead pull.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)): device evaluation indicated that the lead complaint was confirmed. Distal electrodes #2-6 were separated from its respected cable. Electrodes #2-6 were pushed towards the distal tip. There were exposed cables. It appears that excessive tensile force was exerted onto the lead body. The cause of the distal array damage couldn't be determined. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production.

Event description:
A report was received that the patient's lead was damaged. It was noted that the lead stretched. The patient had an early lead pull.